Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Contact information: (B)(4).

Event description:
The customer reported that the device sparking and flames. There is no report of pt involvement.